Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint for deformation of the nozzle, and a peeled adhesive around the objective lens is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, based on the results of the investigation, olympus confirmed foreign objects on the nozzle of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited deformation of the nozzle, foreign objects on the nozzle, and a peeled adhesive around the objective lens. There was no patient involvement.